Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. Test strips were not used. The machine alarmed. Estimated blood loss was 200 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded by the facility.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.